Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue occurred during an optical cranial tumor resection procedure.

Manufacturer narrative:
H2, b5: event details have been updated. H2, e1-e3: initial reporter information has been corrected. H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay to the procedure. It was reported that the pcoip error has not presented itself since the date of the incident.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a system was displaying a "failed to connect to personal computer over internet protocol (pcoip)" error. The camera cart monitor stopped mirroring the main cart monitor and continued displaying the error, but the camera continued functioning. The site was able to continue with the case. The local representative (cs) arrived at the system and booted it. There was no error present. The camera cart monitor functioning normally. Delay information was not provided. A patient was present, but the site refused to provide patient impact information.

Manufacturer narrative:
A0902: camera cart monitor stopped mirroring main cart monitor and continued to display error a1102, a13: pcoip error h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.